Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "use luer tip syringe to inflate with stated ml of sterile water or for pre-filled products, remove dip and squeeze reservoir to inflate with state ml of sterile water warning: do not use ointments or lubricants having a petrolatum base. They will damage latex. Visually inspect the product for any imperfections or surface deterioration prior to use. Use luer tip syringe to inflate with stated ml of sterile water. Or for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water". The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that as the nurse attempted to put in the 10ml of sterile water into the balloon port, the catheter only held 4ml. Allegedly the patient was in pain during inflation of balloon. When the nurse attempted to deflate the catheter to remove it to relieve the patient from pain, she could not retrieve the 4ml back. Approximately 30mins later, the nurse attempted to deflate the catheter balloon again, and 2ml returned. The catheter was able to be removed due to pain reliever given to the patient. It was also reported that the patient reportedly experienced some minor trauma suspected from attempted catheterization.